Event description:
Event published in a foreign magazine of infectology, chilean society of infectologia (2008 aug) volume 25, number 4, pp. 295-300, pseudomonas aeruginosa keratitis associated with the use of last generation contact lens made of silicone hydrogel: case report. First time user of lotrafilcon b contact lenses presented with a severe corneal ulcer by pseudomonas aeruginosa in the left eye & subsequently required keratoplasty. Initially reported pain & presented at emergency department with red eye, corneal central ulcer of 3 days evolution & hypopion. Initially received topic mydriatic drugs & prednisolone at 1%. Next day exams showed hypopion at 5% & central severe ulcer >3 mm diameter with sharp edges & mucopurulent secretion. Treatment changed to moxifloxacin and natamycin. Microbiological analysis performed in two laboratories yielded aspergillus sp. & pseudomonas aeruginosa sensitive to ciprofloxacin, tobramycin, gentamicin & moxifloxacin. Presence of apergillus interpreted as a polluted lens case & likely corneal colonization due to good patient response. After four months although improving, corneal transplant required.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed. The warnings & lens case precaution sections of the package insert & the patient instructions for use specifically state in multiple sections "if you experience eye discomfort, excessive tearing, vision changes, or redness of the eye, immediately remove your lenses and promptly contact your eye case practitioner" and "contact lens cases can be a source of bacterial growth and require proper use, cleaning and replacement at regular intervals as recommended by the lens case manufacturer or eye care professional".